Event description:
Attempted stent deployment in distal rca. Stent delivery system (balloon) was placed on the delivery wire. It became apparent that it was difficult to advance the balloon. On close inspection the distal tip of the balloon had broken off on the wire. Had this not been noticed this plastic tip (2mm) would have been pushed into the distal rca and likely could have caused vessel occlusion and acutal mi. It was recognized and removed with no adverse outcome. Reporter's concern is that additional balloons may break and if un-noticed resulting in distal enbolization.